Event description:
The customer reported that an 840 ventilator had a blank upper display while in use on a patient. The patient was not harmed or injured as a result of the event. Evaluation of the device is not complete.

Manufacturer narrative:
(B)(4).